Manufacturer narrative:
The customer¿s report of an IV tubing chemo leak was confirmed. Visual inspection observed a cut in the tubing approximately 14 inches above the distal smartsite. The cut was approximately 0.084 in. Long. Functional testing confirmed the leak from the observed cut. The root cause of the cut was not identified.

Manufacturer narrative:
Concomitant product(s): non-cfn adapter; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the IV set leaked while infusing carboplatin. The location of the leak was not determined, however it did not occur at a connection site, port, or the silicone segment of the tubing. There was no patient or clinician harm reported; however there was a delay in the administration of the infusion because the chemotherapy had to be remade.